Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 26-apr-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The current black box showed no evidence of a short battery life. The battery cap was not returned. All testing was performed with a test battery cap. The pump powered up with a test battery cap to a dim and discolored display. The test battery cap fully tightened to the pump. No evidence of moisture was found in the battery compartment. The current draws were within specifications. No evidence of moisture or loose components were found internally. The battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.